Event description:
It was reported that during a da vinci-assisted surgical procedure that the patient side cart (psc) was faulting. The customer disconnected the psc, and brought in another psc, but the errors persisted. The caller stated they had a non-recoverable fault, and when they powered on the system, it was stuck in homing mode. Intuitive surgical inc. (Isi) tech support engineer (tse) reviewed the system logs and saw a 31016 error, indicating that the vision side cart (vsc) and psc software levels did not match. The vsc was not recognizing the psc. The tse explained that the customer would have to grab a psc that was at a p11 software level (B)(6). The customer ended the call. The tse was unsure of how the customer was proceeding. Isi followed up with the initial reporter and received the following additional information: the procedure was converted to laparoscopic surgery with no reports of patient injury or delay. The port sizes were not increased due to the conversion.

Manufacturer narrative:
The reported issue was addressed with phone support. Customer upgraded the software through da vinci update tool (dut). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.